Manufacturer narrative:
(B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, after advancing and positioning the forceps within the patient's stomach, a biopsy specimen was successfully obtained. However, the bite was large and the patient bled more than expected. The bleeding site was injected with epinephrine. Subsequently, the patient went into atrial fibrillation, and was transported to the emergency room for further treatment. Reportedly, the patient had an underlying heart condition. No other patient details were provided.